Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty and frequent ipg charging despite troubleshooting attempts. Coverage issue was also noted. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.